Manufacturer narrative:
Approximately 77 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Proteinaceous debris was noted on the exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted sometime in (B)(6) 2015 as part of a shunt system. According to the report, another manufacturer's shunt system was used as a replacement. Reportedly, there was no injury to the patient.